Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-34 (lot: 0011764906); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-34 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID gwbc30 (lot: 92205697); product type: 0193-guidewire; implant date n/a; explant date n/a product ID non-medtronic guidewire (lot: unknown); product type: guidewire; implant date n/a; explant date n/a. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the first delivery catheter system (dcs) (0011764906) was advanced through the right femoral artery, but could not cross due to tortuous anatomy and calcification. The dcs and medtronic (confida) guidewire were changed for a new dcs (0012033696) and a non-medtronic (safari) guidewire. The second system was advanced, however, a perforation occurred in the iliac artery. A kink in the dcs occurred due to the non-medtronic guidewire. A stent was placed to treat the perforation. The valve was not implanted because the right femoral artery was the only access site that met the required size. No additional adverse patient effects were reported.

Event description:
Additional information was received that per the physician, the cause of the perforation was due to poor support from the non-medtronic guidewire. Per the physician, the first system did not cause or contribute to the perforation, and medtronic guidewire did not cause or contribute to the perforation. The minimum diameter of the access vessel was 5.0 millimeter¿s (mm). It was noted that the patient had calcified and tortuous anatomy that contributed to the perforation. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.